Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter would not deploy.

Event description:
Filter would not deploy.

Manufacturer narrative:
The lot number was not provided, so the manufacturing and inspection records could not be reviewed. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned the pre-loaded filter in the cartridge. Filter was removed and advanced through the cartridge with the pin (loaded tool) and filter opened without any issue. There were no damage found on the product. Product complaint could not be duplicate during the evaluation and the complaint was not confirmed. Since the alleged complaint could not be duplicated with the returned device, no further evaluation will be taken. No corrective action is required at this time because a manufacturing defect could not be confirmed.